Event description:
The customer reported the foot switch was stuck for 30 seconds during a pt procedure. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time. This malfunction may have resulted in a possible accidental radiation occurrence.